Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the implant procedure the patient "ended up with no escape rhythm". The right atrial (ra) and right ventricular (rv) leads were attempted / not used and replaced. No further patient complications have been reported as a result of this event.